Event description:
It was reported that on (B)(6) 2022, an eviva procedure was performed, and the needle had an issue retrieving the samples the procedure had to be rescheduled due to this issue. No additional information is available.